Event description:
The customer reported a temp sensor failed error happen during a case. Cases are able to be completed and no patient injuries occur. No patient injury was reported.

Manufacturer narrative:
The service rep troubleshot the system and found open wire in hv cable harness. He assisted the in-house biomed with repair. The rep reassembled and performed functional tests. System operating as intended.